Event description:
The customer reported to baxter UK of a flo-gard IV solution set in which the set collapsed during a propofol infusion. The pump did not alarm 'occlusion' and continued to infuse at a lesser rate resulting in less drug effect on patient. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, therefore the assignable root cause is unknown. However, a picture has been taken of the sample for evaluation purposes. The photo confirmed that the tube was twisted and damaged at the part where it is inserted in the pump. A trend review was performed on this code revealed that no similar issues were received in the past twelve months. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.